Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/08/2020. A manufacturing record evaluation was performed for the finished device ld2008, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic ovarian cyst removal on an unknown date and suture was used. The needle broke when sewing during the surgery. The broken needle was taken out. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.